Event description:
During left external iliac artery stent placement, the balloon used to inflate the stent, ruptured circumferentially with the two balloon fragments separating. Removal of ruptured balloon in the right groin was removed as a unit over the guide wire. Proximal balloon fragment was removed with the catheter shaft but larger distal fragment everted and became stuck. A 1cm skin incision was made and the everted balloon fragment was retrieved.